Manufacturer narrative:
During the device evaluation, the following was found: due to wear of the zoom lever, water tightness was lost. Foreign matter was found in the nozzle from insufficient cleaning. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The plastic distal end cover had a scratch. The protector of the universal cord on the scope connector side had a scratch. The universal cord had wrinkles. The universal cord had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The suction cylinder was shaved. The switch button 1 had a scratch. The switch box had a scratch. The control unit had discoloration. The control unit had a scratch. Due to clogging of the nozzle water removal ability did not meet the standard value. The adhesive on the bending section cover had a crack. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The connecting tube had a scratch. Due to damage, the switch button 4 did not work. The forceps channel port was shaved. The scope connector cover had a scratch. The suction connector had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material remaining in the device could not be determined since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the obtained information. A definitive root cause cannot be identified. The instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced air/water leakage from the body control unit. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there is a foreign object found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.